Manufacturer narrative:
(B)(4). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a molding defect with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and molding defect and embedded foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sodium fluoride edta (fe) blood collection tubes had foreign matter in tube; biological and non-biological. The foreign matter event occurred 8 times. The following information was provided by the initial reporter: the customer noticed "dirty shields x4 and dirty stoppers x4 ."